Event description:
It was reported that the device couldn't route in through the monitor. Therefore there was no image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.